Event description:
Revision of tibial insert approx 2 months postoperatively due to possible infection.

Manufacturer narrative:
Device was not returned to MFR for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.